Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial: (B)(6), batch: a000153042.

Event description:
It was reported that during an ipg revision (manufacturing number: 1627487-2024-09178) it was found that one of the leads has slid through the anchor and coiled at the battery site. As such surgical intervention was performed on (B)(6)2024, wherein the lead was repositioned and therapy restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.